Manufacturer narrative:
Concomitant medical products: product ID: 4194 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the hospital due to device alerting for high superior vena cava (svc) coil impedance. Device was interrogated and the measurements showed normal impedance. The svc alert impedance was increased and the patient was sent home. A few days later, there was another alert for svc impedance again. The shock path in the svc coil was turned off. The right ventricular (rv) lead remains in use. The patient is a participant in the post approval clinical surveillance (pacs) cardiac and vascular group (cvg) clinical study. No patient complications have been reported as a result of this event.